Manufacturer narrative:
The reported meter (B)(6) was returned and investigated. Visual inspection was performed on the returned meter and no issues were observed. An attempt was made to perform control solution testing. However, test did not fire. The returned meter was further investigated and de-cased. Visual inspection was performed and debris was observed inside strip port. Therefore, issue is not confirmed to use due to debris in strip port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied, and the customer was unable to obtain readings. The customer did experience hypoglycemia symptoms and was provided by the hcp with something sweet for the diagnosis of hypoglycemia. The customer further reported that they were provided with metformin. However, it is unknown when the medication was given related to medical events. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied, and the customer was unable to obtain readings. The customer did experience hypoglycemia symptoms and was provided by the hcp with something sweet for the diagnosis of hypoglycemia. The customer further reported that they were provided with metformin. However, it is unknown when the medication was given related to medical events. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of the incident is unknown. The dates entered in section b3 is the date based on the customer's report of "november, exact information cannot be provided". All pertinent information available to abbott diabetes care has been submitted.